Manufacturer narrative:
Awaiting device evaluation. A follow up report will be filed once the quality investigation is complete.

Event description:
It was reported that when sawing the femoral head during a hip arthroplasty procedure the blade broke. It was also reported that an unplanned x-ray was taken after the procedure which confirmed the broken piece was not left in the patient. It was further reported that there were no delays and the procedure was completed successfully.

Manufacturer narrative:
The blade reported involved with this was returned for evaluation and the reported failure of breakage was confirmed. Investigation results concluded that the returned part had markings on the mount which would suggest that the blade was misloaded in the handpiece, which could potentially cause the tabs on the mount of the blade to break. The IFU's for handpieces associated with this device contain instructions on how to install the cutting accessory including the warning "before operating the handpiece, ensure the sagittal head is locked into position."

Event description:
It was reported that when sawing the femoral head during a hip arthroplasty procedure the blade broke. It was also reported that an unplanned x-ray was taken after the procedure which confirmed the broken piece was not left in the patient. It was further reported that there were no delays and the procedure was completed successfully.